Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise and fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the lead¿s motion. Furthermore, the analysis showed 24 cm distal to the is-1 connector pin that the conductor cables and conductor coil were found fractured and the insulation damaged. These damages probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.